Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she experienced sensor reading discrepancies. Customer stated that the sensor was reading 48 mg/dl but her blood glucose was 88 mg/dl and the insulin pump kept going into threshold suspend. Customer was advised to turn the sensor feature off and back on and preform the reconnect old sensor option. Customer would call back if issue persists.